Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 27 mmol/l (486 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. The patient reported they were experiencing high bg levels and upon removal of the pod the cannula appeared a little bent.

Manufacturer narrative:
The device was received for evaluation. No kinks or bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion.